Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to migration of the pump component. The existing pump and cylinders were explanted and replaced. The existing reservoir component remains implanted. The replacement pump was implanted in a more sub-dartos location. No patient complications were reported during the procedure. The explanted pump and cylinders are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.